Manufacturer narrative:
The manufacturer previously reported the complaint as a product problem only, but after pms decision it was determined the allegations are serious injury, and they are related to the device. In this report, box b and box h have been updated and corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged difficulty breathing due to water on lungs. Medical intervention was not specified by the patient. Despite the three attempts on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging water on lungs, difficulty breathing/shortness of breath. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, pil observed an unknown dust contaminant on the flip doors, pca, top enclosure, rear panel, ui panel, bottom enclosure, inside iso port, blower, blower box, and blower seal. Pil observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, inside the iso port, bottom enclosure, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). Codings were updated.